Event description:
The service report the customer reported that the 840 ventilator stopped cycling while on a pt. The nellcor puritan bennett customer support engineer (cse) verified the malfunction and replaced the associated components, and tested the device. The unit passed extended self testing.